Manufacturer narrative:
Eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received discrepant results. The customer stated that they received positive results on the first test and then negative results on the second test. They received negative results again with another 3rd party at-home test. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer stated that she took one of our test first and got a positive result and after talking to an agent she told the agent that she was going to take another test and agent told her to call back and let her know if she felt like she got a false positive result after she took another brands test and took the 2nd one of our test. Customer stated that she got a negative result on another brands test and also on the 2nd one of our test after getting a positive result on the first one of our test and wanted to call and report it," eua (B)(4).

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 2018042, ¿customer took one of our test first and got a positive result and she got a negative result on another brands test and also on the 2nd one of our test after getting a positive result on the first one of our test.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false positive. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received discrepant results. The customer stated that they received positive results on the first test and then negative results on the second test. They received negative results again with another 3rd party at-home test. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer stated that she took one of our test first and got a positive result and after talking to an agent she told the agent that she was going to take another test and agent told her to call back and let her know if she felt like she got a false positive result after she took another brands test and took the 2nd one of our test. Customer stated that she got a negative result on another brands test and also on the 2nd one of our test after getting a positive result on the first one of our test and wanted to call and report it," (B)(4)